Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained for a vns patient at an official visit. The reporter denied any pt trauma or device manipulation. X-rays and further information have been requested.